Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, breakage with liquid leakage of approximately 10 cm. Additional information received 9/4/2025: the PICC was at the 2 cm mark and had a securacath fixation device. It caused an infiltration that produced a burn-like wound and required local topical treatment and care over the following days. No intervention was necessary.

Event description:
Additional information received on 09/22/2025: this was an urgent but non-life threatening situation. The catheter breakage was discovered by an extravasation. The patient was being treated with liposomal doxorubicin, four cycles of cyclophosphamide, and eight cycles of paclitaxel. The patient presented with local symptoms, with a burn-like wound caused by extravasation. Wet dressing with linetol was performed. (It is not known whether any other type of topical treatment was applied). It was a partial subcutaneous break in the PICC line. No pieces were retained in the patient. A new catheter was placed after removing the original. The original catheter was secured subcutaneous anchoring device was used for fixation. There was no delay in treatment and no further injury reported.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break was confirmed. The product returned for evaluation was one 4 fr single lumen powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed between the 10 cm and 11 cm depth markers. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. 'C' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). Repetitive kinking of the indwelling catheter appears to have contributed to the observed leak; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. This complaint will be recorded for future trending and monitoring purposes.